Manufacturer narrative:
The device was not returned to mmdg, and could not be evaluated. During a follow up call from an mmdg clinician, it was discovered that the pumps air in line sensor had been turned off, which is why it continued to infuse with air in the line. The complaint alleged by the initial reporter was due to user error.

Event description:
The initial reporter stated that the pump had air in the line, and pumped air to the patient without alarming. During a follow up from an mmdg clinician the initial reporter also stated that the air sensor was turned off. There was no impact reported to the patient. (B)(4).